Event description:
The customer reported an issue with the vibration function of their pump. There was no reported impact to the customer's blood glucose level. Technical support instructed the customer to check and adjust sound settings, but the pump still did not vibrate for alerts. As a resolution, technical support replaced the pump under warranty, and the customer was advised to use multiple daily injections (mdi) as a backup therapy.